Manufacturer narrative:
The actual device used in the procedure was destroyed by the facility, so the device could not be examined by our quality engineer. The dhl was reviewed for this product and found no failures for the reported lot code #0603062. Without the device to examine, we are unable to determine the reported failure. We consider this complaint complete and closed.

Event description:
It was reported that "clips dropped out of the device and fell into the pt." No pt injury reported.